Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. Lot number - the correct lot number is 32716141. Expiration date - the correct expiration date is 10/31/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The bi was incubated for 48 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
One suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from 11/22/2016 to 03/11/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The concomitant sterrad® nx was evaluated for a vacuum system timeout issue and parts were replaced and the unit was returned to specifications. It is inconclusive whether this could have contributed to the suspect positive bi issue. There is insufficient information to determine an assignable cause. It is unlikely the suspected positive bi was caused by a manufacturing issue since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending review revealed that trending was not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. It is inconclusive if an issue with sterrad® performance contributed to the suspected positive bi. The cycle passed and the ci disc changed color correctly, however, the customer reported that latter cycles cancelled and the unit received corrective maintenance for "vacuum system time out" error. Should additional information become available, the complaint will be re-opened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.